Event description:
(B)(4). Reported: patient undergoing total hip replacement. Physician went to use depth gauge to determine needs. While using the depth gauge it broke at the intersection between the gauge and the handle. Broken part retrieved from patient. Inspected device. All parts accounted for. Case proceeded with no further issues.

Manufacturer narrative:
An event regarding a crack/fracture involving an unknown depth gauge was reported. The event was not confirmed. Method and results: device evaluation and results: device evaluations could not be performed as no items associated with the event were returned for identification or evaluation. Medical records received and evaluation: no patient medical records were returned or made available for review. Device history review could not performed as the lot number of the reported device was not provided and the device was not returned for identification. Complaint history review could not be performed as the reported product was not properly identified and was not returned for identification. Conclusions: the exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. Further information such as pre-and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
User facility medwatch report # (B)(4) reported: patient undergoing total hip replacement. Physician went to use depth gauge to determine needs. While using the depth gauge it broke at the intersection between the gauge and the handle. Broken part retrieved from patient. Inspected device. All parts accounted for. Case proceeded with no further issues.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an depth gauge. When completed, the investigation results will be submitted in a supplemental report.